Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 183 mg/dl at the time of incident. The customer's family was able to clear the alarm. The customer's family was able to complete the insulin pump rewind. The customer's family reported that the self test did not passed. The customer's family was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test.the power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.